Event description:
Boston scientific received information that this device has shown that the longevity remaining is less than a half of a year for over eight months. Boston scientific technical services (ts) was consulted and explained how the device determines longevity compared to the programmer. No adverse patient effects were reported. The patient has been coming in for regular device checks and the field representative stated the device will be changed out.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.